Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the catheter was replaced during the pump replacement procedure. The event was considered resolved. There were no reported symptoms. The patient was receiving gabalon (unknown concentration and dose). The pump would not be returned, as it was discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0205883207, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 17-mar-2014. Analysis of the catheter identified damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that during a pump replacement procedure damage of "peeling off like fine split" was found on the outermost layer of the pump connector side on the catheter. It was stated there was no direct touch with the catheter in particular when taking out the pump. It was presumed the event probably occurred at the time of implantation. There were no reported symptoms. Further complications were not reported. Additional information indicated it was stated the catheter was broken.